Event description:
It was reported that a spectrum pump alarmed sys error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was unable to be reproduced. System error 105 alarms were confirmed and were determined to be caused by failed upper and lower auxiliary assemblies. The failed upper and lower auxiliary assemblies were replaced sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.